Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 764 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer treated their high blood glucose via insulin pump. Customer¿s current blood glucose level was 238 mg/dl. Customer advised they did not feel well and the cannula was bent which resulted in high blood glucose levels. Customer declined to further troubleshoot for bent cannula and high blood glucose levels.